Manufacturer narrative:
Multiple attempts were made to try to obtain further information about this case, but no response was received from the customer. It is unknown if any part replacement or repair have been conducted to date. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting the blower on the v60 ventilator stalled. The device was not in clinical use. There was no report of harm. There was no patient impact. The device did not meet specification for intended use and was removed from service. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and confirmed the reported issue occurred at power on. The diagnostic code for blower stalled was verified in the device event log. The rse advised the bme to replace the blower per the v60 service manual recommendation. The rse provided the part details for customer order. This investigation is ongoing.